Event description:
It was reported by service report that the rail will not stay up. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Latch releases. Latch releases tightened and adjusted.